Event description:
Boston scientific received information that this system was exhibiting impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. The configuration was re-programmed and normal follow up visits will continue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device and the associated left ventricular (lv) were subsequently removed from service and replaced. The root cause of the reported clinical observations was not determined. No additional adverse patient effects were reported.

Event description:
This supplemental report is being processed due to the receipt of pertinent additional information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.